Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The home health nurse of a (B)(6) male pt contact a zoll territory mgr to report that the lifevest was irritating the pt's pre existing incision. The nurse reported that the lifevest was rubbing the incision and that the incision was infected. It is unk whether the pt required med intervention. The clinical outcome of the infection is unk. The pt continued to use the lifevest.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. No equipment deficiencies were alleged against the lifevest. No equipment eval was performed.